Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is not delivering insulin properly. Customer's mother stated that physician informed her of overdelivery of insulin. The customer's blood glucose reading is 37 mg/dl. Treated with food. Customer has been experiencing low blood glucose for one week. Customer feels shaky, not feeling well. The blood glucose reading increased to 189 mg/dl. Nothing further reported.